Event description:
A surgeon reported having a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. The surgeon does not blame the lens for the event, but is unsure of the cause. The pt has a (B)(6) history of wearing rigid gas permeable (rgp) lenses, which were discontinued three months prior to the implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/29/2010 and 12/02/2010 by phone, fax and mail. Additional info was received by phone. A completed questionnaire has not been received. (B)(4).